Event description:
A physician reported that the aspiration could not be performed at an unknown timing of the surgery. The procedure type was unknown. The procedure was completed by replacing the product with new one. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No technical inquiries were received from the customer. One opened phaco tip (phacoemulsification tip) in a tip wrench was received for was received for the report. The returned sample was visually inspected and was found to be conforming. The sample was then functional occlusion flow checked and was found to be conforming. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned samples was conforming for visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned samples met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).